Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have had high blood glucose of 600 mg/dl even after infusion set changes. Customer reported to have also experienced blood at site. Customer declined troubleshooting due to not feeling okay. Customer was advised to change entire set, reservoir and insulin and to treat per healthcare professional's recommendation.